Event description:
It was reported that a physician was using a gore flow reversal system for embolic protection during a procedure. The physician was able to achieve flow reversal successfully. However, following establishment of flow reversal, it was noted that blood was leaking from common carotid artery (cca) valve. Attempts were made to tighten the cca hub, but it continued to leak. The procedure was completed with no adverse events, and the patient did well.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.